Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. A needle was stuck in the jaw of the instrument. The jaw without the stuck needle was found to be sheered and broken. The condition of broken jaw could not be replicated. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter the device would not work properly. Current patient status: fine. Difficulty did not result in unintended colostomy, formal laparotomy, re-operation, etc. There was no unanticipated tissue loss. There was no irreversible tissue damage as a result of the problem. There was no unanticipated extension of the incision by more than one inch. There was no unanticipated blood loss of 500cc's or more. There was no delay by more than 30 minutes. No device fragment fell into patient's cavity. No device fragment was left in cavity. Another device was opened to correct this condition. Another manufacturer's reinforcement material was not used.